Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "it was assumed that the entire trocar was removed because the enseal was stuck in the trocar. Was there any impact to the patient such as bleeding, tissue damages, or additional recession. It was heard that there was no impact on the patient. Were the trocar and the enseal damaged? Since the enseal was in the bag with the trocar stuck in it and blood adhered to it, the details has not been able to be checkd, but there was no major damage." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5st device was received with the tip of the sleeve broken and with a nslg2c35 product code inserted through. Due to the condition of the nslg2c35 product code device mention on the (B)(4), causing the damage and unable to removed the trocar. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during ob-gyn procedure, enseal has been enclosed with the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.